Event description:
It was reported that the left ventricular lead had an apparent lead fracture. It was further reported that during the lead extraction procedure the coronary sinus (cs) was torn and the patient developed symptoms of cardiac tamponade, which required surgical repair via thoracotomy and pericardiocentesis with chest tube insertion to resolve the cs tear and tamponade. The lead was removed. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned measuring 40 cm and the distal portion was returned measuring 40 cm. The returned lead was analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The tines and lobes were noted to be cut and the overlay tubing of the lead was observed to have blood ingression. Concomitant products: 6947 implantable tachy lead (B)(6) 2002; 1142t competitor implantable pacing lead (B)(6) 1995. (B)(4).